Event description:
It was reported that when the device and reload cartridge were used during a wedge resection, the staples stuck open in the tissue (they were not in a "b" shaped form). The reloads were discharged. They completed the operation with another reload cartridge, using the same stapler, to complete the case. There was no consequence to the patient.